Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant in the recovery room, the right ventricular lead sensing decreased. A micro dislodgement was suspected. No intervention was performed. The patient would continue to be monitored.